Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, which was not possible as it was necessary to remove and use another device because the haptic was broken. Additional information was received and stated, lens with amputated haptic was inside the capsular sack. The amputated haptic was the proximal one, the one that pushes the injector. During implantation there was no resistance from the injection mechanism. The surgery completed on the same day, two viscoelastics were used to manipulate the lens that had to be removed. The lens was removed and an adverse event report was filled out at the same time. A new lens was placed so that the patient could leave the room with the lens that was scheduled to be implanted.